Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle fracture surgery the screw head broke off while the screw was inserted into the plate. The screw shaft remained in the patient. Other screws fixed the plate securely. The screw head was retrieved and discarded. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.